Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the battery compartment was found to have cracked below the grip pad. The bolus button cover was found to be detached and the button¿s functionality was not checked. The pump powered up properly. No tactile issues were found with the keypad buttons. (B)(6).